Manufacturer narrative:
The lens remains implanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned to the manufacturer for evaluation as it remains implanted. Therefore, a product investigation could not be performed on the lens and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
Intraocular lens (iol) came out from the injector with the trailing haptic stuck on the edge/backside of the iol optic. The iol itself is not damaged and was implanted as it should in the eye. No patient injury reported. No additional information was provided to abbott medical optics.